Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.6b , g.2 , h.6.

Event description:
Patient reported for left side, "an ultrasound has found that the left implant has leaked in several locations", ¿pain in the breast for approximately 5 days¿, and ¿swelling¿. Patient additionally reported, "light fever which is ongoing, and flu-like symptoms" determined to be unrelated to the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported for left side, "an ultrasound has found that the left implant has leaked in several locations", ¿pain in the breast for approximately 5 days¿, and ¿swelling¿. Patient additionally reported, "light fever which is ongoing, and flu-like symptoms" which are not related to the device. The device remains implanted.